Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was showing the termination of atrial tachycardia/atrial fibrillation (at/af) episodes. It was noted that this was probable atrial waves in the blanking period resulting in mode switching and the termination. The ICD remains in use. No patient complications have been reported as a result of this event.